Manufacturer narrative:
Additional information received on 04 july 2017 and includes: no delay in the surgery caused by this issue. No other instruments were used as the surgeon realised it was damaged after the last use of this instrument on the last screw head. Batch review performed on 25 july 2017. Lot 1410891a: (B)(4) items manufactured and released on 06 march 2015. No anomalies found related to the problem. To date, this the third similar event reported on items of the same lot. On 26 july 2017 the r&d project manager performed a preliminary investigation based on the available picture and commented as follows: one of the four implant-retaining pins broke/disconnected from the instrument. In normal usage, the instrument is firts set in "open" position, than coupled to (snapped on) the implant, than "closed". While closed, the pins engages the corresponding grooves on the pedicle screw head. Based on the information and picture, it is possible that the instrument was "squeezed" to closed position while non correctly engaged to the implants. In this case, the handle would get stuck, and if the user applies a significant force the pin might get deformed or break. Suggested root cause: misuse. The instrument is intended for rod reduction. In case of damage, other instruments are included in the set for the same purpose allowing to safely complete the surgery.

Event description:
One of the connection pins broke after several use of the one-step reducer. The broken part fell on the table (not in the patient's body).